Event description:
A customer technical advocate (cta) was contacted with regard to a low hemoglobin result generated using a cell-dyn 1700 analyzer. A hemoglobin result for one pt of 1.9 g/dl was obtained and when repeated a value of 4.0 g/dl was yielded. The 4.0 g/dl result was reported and questioned by a physician. Controls were in range in the morning prior to running this pt sample. After cleaning the hemoglobin flow cell as recommended by the cta, the sample was repeated yielding a hemoglobin value in the normal range (no specific data provided). The account stated that the normal range for hemoglobin was established to be a minimum of 12.0 g/dl. No impact to pt management was reported.